Event description:
On (B)(6) 2015, the reporter contacted animas alleging an error on the screen. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no data from time of reported issue in pump histories due to continued use. Pump powers on properly with no alarms or errors. Exercised pump for 24 hours, after 24 hours no error messages were received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted 7/23/2015: correction : a review of the complaint record indicated that the complaint was received by animas on 6/22/2015, not 6/29/2015 as previously reported.